Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted from the left side and reimplanted on the right side to avoid radiation treatment interaction as patient has unrelated cancer. The next day it was discovered that the right ventricular (rv) lead had been placed into the atrial port and rv port had been plugged. Another revision procedure was performed and the rv lead was inserted into the correct port and the ra port was plugged. The patient was experiencing dizziness. No right adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.